Event description:
Literature was reviewed regarding the incidence and clinical impact of early electrical storm (es) in left ventricular assist device (vad) patients. Early es was defined as three or more sustained ventricular arrhythmia (va) episodes within 24 hours during the first 30 days¿ post implantation. Va was defined as sustained (greater than 30 seconds) ventricular tachycardia (vt) or ventricular fibrillation (vf) without an acute reversible cause, or required medical treatment, external electrical shock, or appropriate antitachycardia pacing or shock. The authors described patients who experienced early es, early vas with and without es, and those who developed early right ventricular (rv) failure. There were patient deaths; however, the specific causes of death were unknown and categorized as all-cause or three-month cardiac mortality. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: clinical impact and prediction of early electrical storm in patients with left ventricular assist device. Jacc clinical electrophysiology. 2026. 1-14. Doi: 10.1016/j.jacep.2026.01.050. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to FDA method code. Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.